Manufacturer narrative:
Method: the device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 heater wire lifted up from the jaw. This was noticed when the harvester took out the device from the leg during harvesting because she thought the jaws were not aligned properly. There was excessive bleeding in the leg because of the device's inability to cauterize. A bridging technique was used in the lower leg to cauterize the rest of the branches and stop the bleeding (using cautery). A replacement unit was used to complete harvesting the upper leg. The hospital did not report any further patient effects. The product is returned.